Event description:
The customer states that in early 2008 an initial result of 0.0 au/ml (negative) was generated for one patient sample when using the axsym cmv-g assay lot number 52593m100. On the next day, the sample was repeated on the same instrument yielding results of 92.3 au/ml and 94.0 au/ml (positive). There was no impact to patient management reported. Service was dispatched to troubleshoot the issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.